Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an intracranial aneurysm, the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8697630) was impeded at the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31226093) and could not pass through it. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 07-nov-2024, additional information was received. Per the information, the procedure was targeting the right middle cerebral artery (mca). It is not known if when the stent was removed from the patient, whether it was still on the delivery wire. The stent / stent delivery system did not appear damaged. A continuous flush had been maintained through the microcatheter. The replacement stent was another 4mm x 16mm enterprise 2 vascular reconstruction device (encr401600) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed no negative patient impact and no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31226093) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.